Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the rca and one resolute onyx drug eluting stent was implanted in the lad. Two days later, patient suffered upper gi bleed and was treated with medication. Patient was on dapt 24 hours prior to event. Patient recovered. Investigator assessed the event has a causal relationship to antiplatelet and not related to the study device.

Manufacturer narrative:
Cec adjudicated the event as bleeding complication barc type 2. If information is provided in the future, a supplemental report will be issued.